Event description:
Patient has been using a cochlear implant for 2 years. She has a nucleus 512 implant which had a recall and had a sudden failure several weeks ago. The capsule of the implant was slightly opened anteriorly and the implant was mobilized and removed from the pocket. The pocket was revised to accommodate the nucleus freedom device and the gutter was deepened to allow the thicker electrode exit for the freedom device. The electrode was then removed from the cochlea. The cochleostomy was widened slightly with a 1 millimeter diamond drill. A nucleus freedom cochlear implant device, was opened, transferred into the wound, and placed in the subperiosteal pocket.